Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty attaching the connector adapter to the device, which was resolved after instruction to apply firm pressure while twisting, allowing the adapter to attach and function. Customer care provided assistance which included troubleshooting with education provided. Investigation of this case revealed user technique as the likely cause, with device functionality confirmed after correct attachment. No clinical symptoms during the event reported. Outcomes included no impact to health and no interruption of therapy. It was concluded that the event was related to use error and that the device operated as intended following proper handling.